Manufacturer narrative:
The unit was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. The following physical damage was noted: cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of icnident was 92 mg/dl. The insulin pump was returned for analysis.